Manufacturer narrative:
Evaluation summary: the complaint history was reviewed for this lot and there was one other complaint of this nature reported. Review of the compounding and filling mbr's did not show any anomalies that may have contributed to the complaint condition. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. This lot met all release criteria prior to product release. Additional information requested from the consumer by mail on (B)(4) 2011 and (B)(4) 2011 and by phone on (B)(4) 2011 and (B)(4) 2011. Additional information was requested from the doctors by fax and mail on (B)(4) 2011 and by phone on (B)(4) 2011 and (B)(4) 2011. A completed questionnaire has not been received. (B)(4). This report was mailed to FDA on: 05/06/2011. (B)(4).

Event description:
A consumer reported he experienced an allergic reaction and was diagnosed with corneal ulcers following use of this product. He was seen by a doctor and reported that his eyes cleared up rather quickly and all symptoms resolved.